Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant, malposition of essure device/ failure to occlude (close) fallopian tube(s),/migration of essure device location of device: abdominal muscle"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / irregular bleeding") and suicidal ideation ("suicidal ideation") in an adult female patient who had essure (batch no. 898826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic surgery in 2014, laparoscopic surgery in 2015 and laparoscopic surgery in 2016. Previously administered products included for bipolar: topamax; for an unreported indication: ortho-micronor from 7-feb-2012 to 13-sep-2012 and mirena from 2009 to 22-apr-2011. Concurrent conditions included adhd, anemia, anxiety, obsessive-compulsive disorder, vaginal bleeding, knee injury and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue/fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device/expulsion of essure device"), device breakage ("fracturing of the implant/device breakage found after my laproscopy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression, anxiety"), abdominal pain lower ("lower abdomen pain and radiate to my legs and stomach") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). In 2015, the patient experienced blood oestrogen increased ("hormonal changes/hormonal changes describe: producing more estrogen"). In 2016, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition"), chest pain ("chest pain"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), suicidal ideation (seriousness criterion medically significant) and affect lability ("melt downs everyday"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingectomy, d & c, lysis of adhesions,), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation, oophorectomy bilateral, hysterectomy full, fulguration of endometriosis) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, genital haemorrhage, device expulsion, device breakage, blood oestrogen increased, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, mental disorder, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, suicidal ideation, affect lability, depression, abdominal pain lower and anxiety outcome was unknown and the endometriosis, pelvic pain and chest pain had resolved. The reporter considered abdominal pain lower, affect lability, anxiety, autoimmune disorder, blood oestrogen increased, chest pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, nausea, nervous system disorder, pelvic pain, perforation, reproductive tract disorder, suicidal ideation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jan-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, suicidal ideations, anxiety, chest pain most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received. Psychological or psychiatric problems condition: depression, anxiety, lower abdomanl pain, hormonal changes describe: producing more estrogen were added. Outcome of the events were updated to resolved, patient's medical history was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant, malposition of essure device/ failure to occlude (close) fallopian tube(s),/migration of essure device location of device: abdominal muscle"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / irregular bleeding"), device breakage ("fracturing of the implant/device breakage found after my laparoscopy") and suicidal ideation ("suicidal ideation") in an adult female patient who had essure (batch no. 898826-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic surgery in 2014, laparoscopic surgery in 2015, laparoscopic surgery in 2016, bipolar disorder and knee injury. Previously administered products included for bipolar: topamax; for an unreported indication: ortho-micronor from (B)(6) 2012 to (B)(6) 2012 and mirena from 2009 to (B)(6) 2011. Concurrent conditions included adhd, anemia, anxiety, obsessive-compulsive disorder, vaginal bleeding, knee injury and dysfunctional uterine bleeding. Concomitant products included citalopram hydrobromide (celexa), oxcarbazepine (trileptal) and topiramate (topomax). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue/fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device expulsion ("expulsion of essure device/expulsion of essure device"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression, anxiety"), abdominal pain lower ("lower abdomen pain and radiate to my legs and stomach") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). In 2015, the patient experienced blood oestrogen increased ("hormonal changes/hormonal changes describe: producing more estrogen"). In 2016, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition"), chest pain ("chest pain"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), suicidal ideation (seriousness criterion medically significant), affect lability ("melt downs everyday") and pain ("radiate to my leg and stomach"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingectomy, d & c, lysis of adhesions,), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation, oophorectomy bilateral, hysterectomy full, fulguration of endometriosis) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, genital haemorrhage, device breakage, device expulsion, blood oestrogen increased, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, mental disorder, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, suicidal ideation, affect lability, depression, abdominal pain lower, anxiety and pain outcome was unknown and the endometriosis, pelvic pain and chest pain had resolved. The reporter considered abdominal pain lower, affect lability, anxiety, autoimmune disorder, blood oestrogen increased, chest pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, nausea, nervous system disorder, pain, pelvic pain, perforation, reproductive tract disorder, suicidal ideation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, suicidal ideations, anxiety, chest pain most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant, malposition of essure device/ failure to occlude (close) fallopian tube(s),"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / irregular bleeding") and suicidal ideation ("suicidal ideation") in an adult female patient who had essure (batch no. 898826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic surgery in 2014, laparoscopic surgery in 2015 and laparoscopic surgery in 2016. Previously administered products included for bipolar: topamax. Concurrent conditions included adhd, anemia, anxiety, obsessive-compulsive disorder, vaginal bleeding and knee injury. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation, device dislocation and genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), device breakage ("fracturing of the implant"), pelvic pain ("pain"), endometriosis ("endometriosis"), hormone level abnormal ("hormonal changes"), autoimmune disorder ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), chest pain ("chest pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), suicidal ideation (seriousness criterion medically significant) and affect lability ("melt downs everyday"). The patient was treated with medroxyprogesterone acetate (provera), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, genital haemorrhage, device expulsion, device breakage, pelvic pain, endometriosis, hormone level abnormal, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, mental disorder, reproductive tract disorder, nausea, dysmenorrhoea, chest pain, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, suicidal ideation and affect lability outcome was unknown. The reporter considered affect lability, autoimmune disorder, chest pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, nausea, nervous system disorder, pelvic pain, perforation, reproductive tract disorder, suicidal ideation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder, malposition of essure device, psychological or psychiatric problems, reproductive system disorder or condition, migration of essure device, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems, device breakage, dysmenorrhea (cramping), surgery (other), dyspareunia (painful sexual intercourse), expulsion of essure device, pain, failure to occlude (close) fallopian tube(s), vaginal discharge, fatigue, weight gain / loss. Other injury(ies) or complication (s) please describe: irregular bleeding alleviated, suicidal ideation, melt downs everyday added as event. Patient, reporter and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant, malposition of essure device/ failure to occlude (close) fallopian tube(s),/migration of essure device location of device: abdominal muscle"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / irregular bleeding"), device breakage ("fracturing of the implant/device breakage found after my laparoscopy") and suicidal ideation ("suicidal ideation") in an adult female patient who had essure (batch no. 898826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic surgery in 2014, laparoscopic surgery in 2015, laparoscopic surgery in 2016, bipolar disorder and knee injury. Previously administered products included for bipolar: topamax; for an unreported indication: ortho-micronor from (B)(6) 2012 to (B)(6) 2012 and mirena from 2009 to (B)(6) 2011. Concurrent conditions included adhd, anemia, anxiety, obsessive-compulsive disorder, vaginal bleeding, knee injury and dysfunctional uterine bleeding. Concomitant products included citalopram hydrobromide (celexa), oxcarbazepine (trileptal) and topiramate (topomax). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue/fatigue"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device expulsion ("expulsion of essure device/expulsion of essure device"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression, anxiety"), abdominal pain lower ("lower abdomen pain and radiate to my legs and stomach") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). In 2015, the patient experienced blood oestrogen increased ("hormonal changes/hormonal changes describe: producing more estrogen"). In 2016, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition"), chest pain ("chest pain"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), suicidal ideation (seriousness criterion medically significant), affect lability ("melt downs everyday"), abdominal pain upper ("radiate to my leg and stomach") and pain in extremity ("radiate to my leg and stomach"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingectomy, d & c, lysis of adhesions,), surgery (ablation, oophorectomy bilateral, hysterectomy full, fulguration of endometriosis) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, genital haemorrhage, device breakage, device expulsion, blood oestrogen increased, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nervous system disorder, mental disorder, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, suicidal ideation, affect lability, depression, abdominal pain lower, anxiety and abdominal pain upper outcome was unknown and the endometriosis, pelvic pain and chest pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, affect lability, anxiety, autoimmune disorder, blood oestrogen increased, chest pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, nausea, nervous system disorder, pain in extremity, pelvic pain, perforation, reproductive tract disorder, suicidal ideation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, suicidal ideations, anxiety, chest pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event radiate to my leg and stomach was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove essure ). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain and endometriosis outcome was unknown. The reporter considered device breakage, device dislocation, endometriosis, genital haemorrhage, pelvic pain and perforation to be related to essure. Company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2012 and experienced perforation of organs, migration of implant, heavy bleeding (regarded as genital bleeding) and fracturing of the implant (regarded as device breakage). She had surgery to remove essure on (B)(6) 2014. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). Often migration is reported when the exact time point of perforation is not known. The perforation of organs may occur during hysteroscopy; this risk is inherent with any hysteroscopy procedure. In this case, the exact mechanism of the events is not known. Genital bleeding has multiple causes. In this case, consumer had endometriosis which could have been a contributory role in her bleeding. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove essure ). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain and endometriosis outcome was unknown. The reporter considered device breakage, device dislocation, endometriosis, genital haemorrhage, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2012 and experienced perforation of organs, migration of implant, heavy bleeding (regarded as genital bleeding) and fracturing of the implant (regarded as device breakage). She had surgery to remove essure on (B)(6) 2014. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). Often migration is reported when the exact time point of perforation is not known. The perforation of organs may occur during hysteroscopy; this risk is inherent with any hysteroscopy procedure. In this case, the exact mechanism of the events is not known. Genital bleeding has multiple causes. In this case, consumer had endometriosis which could have had a contributory role in her bleeding. The case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.